Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that during follow-up the CT showed the contralateral limb was found to have completely thrombosed and residual clot was present in the bifurcated stent graft and ipsilateral limb. The stent graft was widely patent but ended in a turn in the native vessel which was the probable cause of the occlusion per the physician. Vessel re-perfused above the hypogastric where the stent graft ends. The decision made the decision to place an aui and perform a fem-fem bypass procedure which successfully resolved the occlusion. No additional clinical sequelae were reported and the patient is fine.